Event description:
The customer reported that the monitors displayed unstable images at the monitor cart. The size changed from small to large. A reboot did not fix the problem.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer.